Event description:
It was reported the customer experienced a high blood glucose (bg) level greater than 30 mmol/l; cause was unknown. The customer administered a correction injection to address the issue. A full pump system check was performed and no issues were found with the pump, cartridge, or infusion set supplies.